Manufacturer narrative:
Patient and initial reporter information cannot be provided due to (B)(6) privacy regulations. The (B)(6) sales representative reported the complaint on behalf of the customer. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated an alarm, the screen disappeared and the ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion, codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator generated an alarm, the screen disappeared and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the control board and single board computer (sbc). Additionally, under preventive maintenance (pm) the sp replaced the pump and manifold assembly due to system leak, on/off valve was replaced because the peep was lower than the set pressure and the inlet filter assembly was replaced due to damage. The ventilator passed all testd and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in control board and/or sbc. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: update due to part return medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator generated an alarm, the screen disappeared and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. So, sp replaced control board and single board computer (sbc) to resolve the issue. Sp also replaced pump and manifold assembly due to system leak, on/off valve was replaced because the peep was lower than the set pressure and the inlet filter assembly was replaced due to damage as additional findings. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One sbc was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One control board was received for failure analysis. Visual inspection found damage at c92. The device was further investigated, it was found that capacitor c92 has damage. This failure mode of c92 during use would lead to a loss of ventilation. The cause of the event was isolated to damaged c92 in control board. There is an existing corrective action or investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.